Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2,000 mcg/ml at 150 mcg/day via an implanted pump for intractable spasticity. The event/difficulty occurred on (B)(6) 2018 during a procedure. It was reported the connection piece was defective on the 8780 and one end was missing, the moveable part that snaps on. The catheter was never implanted and would be returned. Environmental/external/patient factors that may have led or contributed to the issue was noted as ¿not applicable.¿ the catheter was replaced (a new catheter was used) and the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event was unable to obtain, not available. The patient¿s weight and medical history were asked but unknown. The patient¿s status at the time of the report was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the implantable catheter (B)(4) identified the collet was detached/missing from the connector. If information is provided in the future, a supplemental report will be issued.